Event description:
Coopervision, inc. Received a letter from a law office stating the patient sustained a permanent eye injury related to the lens. Follow up attempts have been made to contact the law office for more information with no reply to date. This is being filed as unconfirmed permeant injury.

Manufacturer narrative:
No lenses returned and no lot informatin provided.